Event description:
Healthcare professional reported right side pain, pressure feeling, anxiety for alcl risk, rupture and capsular contracture baker grade IV. Patient additionally reported numbness in the arms and legs, loss of appetite, weight loss, brain fog¿, ¿bii symptoms," fatigue," all not related to the device. The device has been explanted.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2022-00595. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaints are: varied injuries: unable to observe since it is a medical event and is not related to the device. Rupture: observed broken device assessed as unidentified (tear) opening, broken and opening assessed as surgical damage and missing assessed as inconclusive. Pain: unable to observe since it is a medical event and is not related to the device. Malaise: unable to observe since it is a medical event and is not related to the device. Decreased sensitivity: unable to observe since it is a medical event and is not related to the device. Capsular contracture: unable to observe since it is a medical event and is not related to the device. Anxiety - product/ procedure: unable to observe since it is a medical event and is not related to the device. No additional observations performed on the device. No further actions are required. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.